Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing which resulted to pacing inhibition greater than 2 seconds of asystole. This lead was surgically abandoned and was successfully replaced thereafter. Additional information states that the source of oversensing was the existing lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.